Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pneumonia ('pneumonia') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included grand multiparity. Concurrent conditions included gastrointestinal ulcer, anxiety, back pain and abdominal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and back pain ("back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and frequent bowel movements ("frequent bowel movements"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced nausea ("nausea") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced uterine cyst ("cysts on uterus") and ovarian cyst ("cysts on ovaries"). In (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant) and upper respiratory tract infection ("upper respiratory infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal ulcer ("gi conditions-ulcer"), tooth disorder ("dental problems"), anxiety ("psychological injury/ anxiety"), depression ("depression") and bowel movement irregularity ("irregular bowels") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the vaginal discharge, cystitis, vaginal infection, hormone level abnormal, migraine, headache, nausea, fatigue, gastrointestinal ulcer, alopecia, weight increased, tooth disorder, anxiety, urinary tract infection, pneumonia, upper respiratory tract infection, depression, uterine cyst, ovarian cyst, bowel movement irregularity, mood swings, vulvovaginal mycotic infection, frequent bowel movements and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, frequent bowel movements, gastrointestinal ulcer, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pneumonia, tooth disorder, upper respiratory tract infection, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Reporter information updated. New events:" psychological injury/ anxiety, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, pneumonia, upper respiratory infections, depression, cysts on uterus, cysts on ovaries, ulcers, irregular bowels, mood swings, yeast infections, frequent bowel movements, back pain, plaintiff did not undergo confirmation test " medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pneumonia ('pneumonia') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included grand multiparity. Concurrent conditions included gastrointestinal ulcer, anxiety, back pain and abdominal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("mood swings") and back pain ("back pain"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and frequent bowel movements ("frequent bowel movements"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced nausea ("nausea") and vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced uterine cyst ("cysts on uterus") and ovarian cyst ("cysts on ovaries"). In (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant) and upper respiratory tract infection ("upper respiratory infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal ulcer ("gi conditions-ulcer"), tooth disorder ("dental problems"), anxiety ("psychological injury/ anxiety"), depression ("depression") and bowel movement irregularity ("irregular bowels") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the vaginal discharge, cystitis, vaginal infection, hormone level abnormal, migraine, headache, nausea, fatigue, gastrointestinal ulcer, alopecia, weight increased, tooth disorder, anxiety, urinary tract infection, pneumonia, upper respiratory tract infection, depression, uterine cyst, ovarian cyst, bowel movement irregularity, mood swings, vulvovaginal mycotic infection, frequent bowel movements and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, frequent bowel movements, gastrointestinal ulcer, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pneumonia, tooth disorder, upper respiratory tract infection, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and psychological trauma ("psychological injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal discharge, cystitis, vaginal infection, hormone level abnormal, migraine, headache, nausea, fatigue, gastrointestinal disorder, alopecia, weight increased, tooth disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, general abnormal bleeding, vaginal discharge, bladder infection, vaginal infection, hormonal changes, migraine, headaches, nausea, fatigue, gi conditions, hair loss, weight gain, dental problems were added. Reporter¿s information, patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.